Event description:
As reported by (B)(6): nurse alleges that they have and 3 patients in 1 week that have developed dvt in 1-2 days in the arm that the powerpicc has been placed.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot # has been provided by the complainant.